Manufacturer narrative:
Concomitant medical products: product ID: 977c165, lot #: va1njk0002, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 24-jan-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient developed an infection of the ins pocket. No surgical revision was planned yet. It was unknown if there were any external contributing factors. No diagnostics/troubleshooting was performed. The issue was not resolved at the time of this report. The patient was alive with no injury. Additional information was received reporting that the patient experienced ins erosion from the pocket. The cause of the infection was unknown. On (B)(6) a revision of the ins and lead was performed. The hcp found that the infection extended to the ins and lead. Explant of the devices was performed. The patient was under antibiotic treatment and was fine. The infection was not resolved. It was noted that currently the device was being analyzed in order to know the type of bacteria. No further complications were reported or anticipated.